Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) is underway. The reported problem (battery charger faults) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. A root cause investigation is underway. A supplemental report will be submitted upon completion of the rot cause investigation. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem.

Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving battery charger faults. The pt was issued a replacement battery charger/modem.